Event description:
The caller alleged that the customer was given too much insulin based on a meter reading and had to go to the hospital because her blood glucose dropped too low. The customer did not provide any more information about the event. Attempts to contact the customer for more information have been unsuccessful. The meter was replaced at the customer's insistence and will be returned for evaluation. A replacement contour meter was sent to the customer.